Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cartridge chemistry sample probe that was leaking on unicel dxc 800 pro synchron clinical system. No injury was reported, and there was no effect to patients or to the user.

Manufacturer narrative:
Field service engineer (fse) replaced the t-valve. Upon recur, chemistry results could be impacted and incorrect chemistry results could cause or contribute to serious injury.